Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with 2 bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes the label was discovered to be missing from the tube. The following information was provided by the initial reporter: label missing from blood tube

Manufacturer narrative:
H.6. Investigation summary: "bd received 2 samples and 1 photo for investigation. The customer samples and photo were reviewed and the indicated failure mode for missing label was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes; d9: returned to manufacturer on: 2023-06-07. H3 other text : see h.10.

Event description:
It was reported that prior to use with 2 bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes the label was discovered to be missing from the tube. The following information was provided by the initial reporter: label missing from blood tube.